Event description:
It was reported that during an incoming inspection on the cardiosave intra-aortic balloon pump (iabp), the getinge rep found filling error of helium gas. They also found a breakage of o-ring. There was no patient involvement and no adverse event reported. This was an out-of-box failure.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Manufacturer narrative:
A getinge service representative evaluated the iabp unit and replaced an o-ring to correct the failure. The iabp passed all testing and returned to the getinge warehouse. (B)(6).

Event description:
It was reported that during an incoming inspection on the cardiosave intra-aortic balloon pump (iabp), the getinge rep found filling error of helium gas. They also found a breakage of o-ring. There was no patient involvement and no adverse event reported. This was an out-of-box failure.